Event description:
It was reported that the display on the insulin pump was missing segments. Troubleshooting was performed, but the display could not be restored to normal operation. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.